Event description:
The customer reported that erroneously low total bilirubin (tbil) results were generated from a unicel dxc 600 synchron system for one patient's sample. Tbil results were run three times, with each result recovering at 0.0 mg/dl with an instrument "outside range low" instrument generated flag. There is no warning not to report these results per beckman coulter inc. Customer information sheets however the low tbil results were not reported outside of the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer recalibrated the instrument assay and repeated the tbil patient sample. Tbil result post calibration was 0.3 mg/dl. This result was regarded as valid and was reported outside of the laboratory. Specific patient information and sample collection/handling information was not supplied by the customer. The customer indicated that quality control results prior to the event were found to be within specification. No system errors or issues were noted by the customer.

Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied instrument data indicated that instrument tbil quality controls (qc) results after the event were found to be within specification. A definitive root cause for this event has not been determined to date, however because it was resolved by recalibration it may have been a calibrator or reagent issue.